Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a casing/condition issue. The reporter stated that while changing the battery in the pump, a crack was noticed in the casing near the top of the battery compartment where the battery cap secured and down towards the serial number on the label. The reporter denied any damage to the battery cap, trauma to the pump, and moisture ingress. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.